Event description:
It was reported that during a thoracic lung stapling procedure, the device was placed on one of the pulmonary veins. As the surgeon fired, he felt something break and the stapler cut but did not staple. The surgeon oversewed. There was no pt consequence.